Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely anticoagulation management since bleeding was resolved by withholding the heparin. The root cause of the vt/vf cannot be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported that the patient on impella 5.5 support developed a hematoma. Heparin was held and hematoma improved. Additionally, the patient was having non-sustained ventricular tachycardia runs. Impella was repositioned. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿